Event description:
An endometrial ablation was performed for treatment of menorrhagia. Upon post-treatment hysteroscopy, the physician noted what was assumed to be a uterine septum and incomplete treatment, and chose to perform a second ablation. During the second, post-treatment hysteroscopy, the physician noted what appeared to be a smaller, but still untreated area of tissue. The physician elected to ablate a third time. Following the ablations, a previously scheduled laparoscopy for removal of an ovarian cyst revealed thermal damage to the right cornua, right fallopian tube and appendix. A laparotomy, hysterectomy, right salpingo-oopherectomy, appendectomy and ureteral urostomy with stent were performed. The pt has been discharged and is recovering.